Manufacturer narrative:
(B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a procedure, the pedicle access kit (pak) broke when attempting to remove the unit from the patient as the handle separated from the sharp portion of the unit. The sharp portion was removed by hand to complete the procedure. There was no reported impact on patient outcome.